Manufacturer narrative:
Title: coronary stent thrombosis in acute coronary syndromes authors: nicole m. Moscaa, slayman obeida, nooraldaem yousifa, marco roffid, françois machd, xavier muellere, fabian nietlispacha, christian templina, roland klingenberga, christian m. Mattera, lorenz räberf, thomas f. Lüscherf. Journal: cardiovascular medicine year: 2018 issue #:21(9) literature reference: doi http://doi.org.10.4414/cvm.2018.00581). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented where a large prospective swiss real-world acs cohort were referred for primary pci for acs, a very low rate of stent thrombosis was reported. The low rate of stent thrombosis is well in line with the findings of other ¿realworld¿ registries. Stent thrombosis risk was lower in a des than in a bms. 2004 patients underwent pci, and 1843 had coronary stenting; patients received first and second generation drug-eluting stent (des), some received bare metal stents (bms) and a small number received both stent types. 20 of the 1843 patients (1.1%) had developed definite stent thrombosis at 1 year. Medtronic second generation des devices were implanted. Early and late stent thrombosis, mi, revascularisation, stroke and death were reported in the study population.